Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) had an intermittent problem where it restarted itself. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint through data log review but was unable to duplicate or find any failure. All cables and connections were inspected and tightened. Release testing was performed. The issue reoccurred on this date and the perfusionist indicated that the problem was happening when the level alarm was activated. The fsr was able to duplicate this with the level alarm, the air sensor alarm, and by starting and stopping the pump with the local display on the ccu. He replaced the ccu and the centrifugal drive motor. The unit operated to the manufacturer's specifications. The product information of the centrifugal drive motor that was replaced is: part number: 164267, serial number: (B)(6), UDI: (B)(4).

Manufacturer narrative:
Corrected block: d9. The service repair technician (srt) could not duplicate the reported complaint. The centrifugal control unit (ccu) was run with an internal drive motor in pulse mode overnight for a total of 16 hours with no rebooting or blinking of the display screen was observed. The srt did observe some corrosion on the external cable assembly where the cable connects to the ccu that could cause the connection issue. The ccu booted up multiple times normally with no issues. The unit was opened to check for loose connections with none observed. The srt replaced the display to pump cable and the external cable assembly as a precaution. The unit operated to the manufacturer's specifications. The part return was initially captured on (B)(6) / MFR#1828100-2025-00233.